Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the occlusion alarms were resolved by clearing the alarm and resuming insulin delivery.